Event description:
It was reported that there was an issue with the speaker and vibration function of the pump. The customer¿s blood glucose level was recorded at 44 mg/dl. The customer consumed carbohydrates to address the low blood glucose and did not require assistance from a third party. Technical support instructed the customer to check and adjust the sound volume settings, which successfully resolved the issue.